Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was not active. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 08jan19, date rec¿d by MFR : 07jan19. The customer has declined service or repair at this time. No parts were returned for evaluation, therefore, a root cause could not be established. Should new information become available, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.